Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: it was reported that the device ¿did not work well.¿ please provide details of the specific issue. Firing sequence was not smooth as ordinary, so the surgeon check the cut line and it is not very sharp but dull. It was reported that the surgeon ¿felt trouble to pull the firing knob.¿ does this mean that the device was difficult to fire, but the firing was able to be completed? If no, please provide clarification. Yes, but the some staples of the proximal part did not form b-shaple, so the surgeon had to make reinforce suture. Did the device lock out and would not fire? No. Did the device begin to staple and cut, but then jammed? No.

Event description:
It was reported that during an open hepatectomy procedure, when surgeon fired the second cartridge, it did not work well. He felt trouble to pull firing knob. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p5635h. The analysis found that one ntlc55 device was returned with the channel shroud damaged as if the device was opened beyond its intended position, and with a cartridge reload present. The cartridge reload had the knife exposed with the swing tab in the locked position, and the proximal 4 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge and the knife was manually returned in order to be tested. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.